Event description:
This event was previously reported with the arthroscopic pump ar-6475, under MDR# 1220246 2006 00135. This report is submitted for the tubing returned with the pump. During procedure, left thigh filled with fluid, compartment pressure. Additional incision was necessary to resolve patient condition. Changed pump & tubing to complete. Additional information requested without success. This device is used for treatment.

Manufacturer narrative:
The tubing returned was tested and no leaks were found. The pump was evaluated by the manufacturer but the customer's complaint could not be confirmed. The cause of this event could not be determined, however, review of similar incidents reported to arthrex, where pump & tubing were returned for evaluation, indicate that operating room procedures related to the set up of the device and associated tubing did not conform to instructions provided with the device and associated tubing set. The instructions for use for both the pump and tubing sets clearly warn the user of the consequences of not following the instructions for use. The labeling for the device and the associated tubing, the instruction manual for the pump and a troubleshooting guide for the device provided with each device and tubing set, clearly outlines the proper set up procedure and sufficiently warns the user of the potential consequences (extravasation) if the directions are not followed.